Event description:
Boston scientific crm received info that during the implant procedure noise on the ventricular channel was noted through the pacing system analyzer, but cleared up when the lead was connected to the device. The following day noise with pacing inhibition was noted. A chest x-ray was taken and the terminal pin on the lead appeared to be through the connector block on the device header. Boston scientific technical services stated that it is unclear if the noise is being caused by set screw connection or a lead issue. The rv lead was explanted and a new lead was successfully implanted with the same device. No adverse pt effects were reported.